Event description:
Information received does not address the patient's clinical status but notes that during the implant procedure, there was difficulty in getting the lead pin into the connector header. After some force, an unidentifed fragment fell out of the connector, allowing the lead to fit. Bipolar impe- dance measured at >2500 ohms and unipolar impedance was 230 ohms. It was suspected that the garter spring was damaged, and the device was replaced the next day.